Manufacturer narrative:
On 5/15/2019, it was noticed that the following information was omitted from the supplemental report 1645337-2019-10109 submitted on 5/8/2019: the date of implantation was identified as (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Video evaluation: no product was sent for analysis, however two videos were provided where a foreign matter was observed inside the closed thermoform, it is unclear if they belong to the same device. The video does not provide enough evidence to determine composition of the material. According to manufacturing investigation, mentor has established procedures to ensure environmental control is maintained, intended to reduce potential contaminants, particulate and/or foreign matter that may affect the cosmetic appearance or structural integrity of a finished device. There are inspections at various stages of the manufacturing process, to evaluate for foreign particles or other types of defects, however these types of inspections are human based and therefore have opportunity for an item to not be detected. An awareness training was provided to primary packaging associates to inform of the confirmed complaint and reinforce the current process controls. Based on the overall complaint rate for similar complaints to the units manufactured over the past 2 years, the actual performance of the inspection is robust and higher than the method capability. Complaint information will be included in trending data that is reviewed and monitored by quality assurance on a regular basis to determine if further action is necessary at any time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to surgery, a hair was found inside of an unspecified mentor tissue expander. There was no patient involvement.

Manufacturer narrative:
Additional information was received on 4/11/2019 indicating the device was implanted into the patient after being cleaned by the doctor. The foreign material on the device was reported to be dirt. The device was identified as a mentor ce med hgt tissue expander with suture tabs 350cc, catalog number 3549222, lot number 7638549. The procedure type was identified as a breast reconstruction primary. No patient adverse events have been reported. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference number: (B)(4).